Event description:
It was reported during a laparoscopic cholecystectomy the al326 fired clips, however, the clips fell off the cystic duct. The next clip got stuck inside the jaws of the al326. 11/25/97 the rep reports a new al326 was opened to complete the case.

Manufacturer narrative:
Device not returned for analysis. Analysis conclusion: record purpose only: no analysis could be performed as no instrument was received. The info provided has been reviewed by the appropriate engineering and mfg personnel.